Event description:
The customer reported a false positive architect total b-hcg on a patient born in 1988. Results provided: (B)(6) 2022 = 5360 iu/l, new sample on (B)(6) 2022 was negative, repeated sample from (B)(6) 2022 = < 1.20 iu/l. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is normal complaint activity for this lot number and there are no trends for the product related to patient results. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the architect total b-hcg assay. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total b-hcg lot# 36213ud00.